Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2014 with the following findings: confirmed the contrast key is intermittently responsive ok, down and up keys are working. No damage or peeling to keypad. Removed the keypad and found contamination under the all key contacts. Unrelated to the complaint, the display is dim pink. Use returned battery cap, battery cap does tighten fully. Battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.